Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye shows the product wet and the protection caps attached to the dialysate ports. A leak test of the dialysate side was performed and a leak was found. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that after completion of priming with polyflux 170h, an external fluid leakage from header on the venous side was observed. There was no patient involvement. No additional information is available.